Event description:
It was reported that the paramedics treated the customer for low blood glucose and her blood glucose levels were 27 mg/dl. Troubleshooting was performed and the insulin pump's settings seem to be correct. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.